Event description:
The service report shows the customer stated that the ventilator failed its extended self-test. The customer support engineer (cse) verified that the peep value was fluctuating. The cse replaced the auto-zero solenoid and the unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.